Manufacturer narrative:
A philips remote service engineer (rse) reported that the customer/site cancelled the onsite activity which included the downloading of logs related to the reported patient incident. No logs were pulled. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the customer requested assistance reviewing log files following a patient death. The clinical audit logs revealed a low battery alert prior to the network being offline. While patches were being applied to the servers, the telemetry system was offline, during which time the patient condition declined. The patient passed away shortly after the system came back online. It was noted the low heart rate limit prior to the system being offline was set to 50bpm; however, after the system was restored and batteries changed, the alarm limit was set to 35 bpm. It was noted that several telemetry access points were down but biomed indicated the access points were working. Additional information related to the event was not provided.